Event description:
It was reported that the bd alaris smartsite gravity set had connection issues. The following information was provided by the initial reporter: several of the nurses, as well as inserting the spike, have found it difficult when attaching the patient connection end - its can be quite tricky to get the cap off the end and then to attach it to the catheter in the patients arm. Some have found that the tubing can be quite brittle and does not bend well when trying to safely secure it on the patients arm so that they can move a little without worry. Personally (I am a nurse also) I have not been too concerned about the last issue but when the tube "popped off" I decided we could no longer purchase these.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No samples were received for investigation of pr (B)(4), in which the customer has stated: "its can be quite tricky to get the cap off the end and then to attach it to the catheter in the patients arm." The product in use at the time is reported to be a 41173e-0006 from lot 22089043. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 22089043 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 41173e-0006 set in the past 12 months.

Event description:
No additional information.